Event description:
Hamilton medical ag received the following incident description: device does not start properly. Permanent alarm.

Manufacturer narrative:
Esm board replaced. Device was successfully checked with software test. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: device does not start properly. Permanent alarm.

Manufacturer narrative:
Esm board replaced. Device was successfully checked with software test. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the ventilator appeared to not start up and alarmed with panel connection lost. "Panel connection lost" alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. Troubleshooting of ip esm or vu esm hardware failure communication showed a defective ventilator unit (vu) esm board. In consequence, the vu esm board was replaced. The ventilator was successfully checked with test software. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Manufacturer narrative:
Esm board replaced. Device was successfully checked with software test.

Event description:
Hamilton medical ag received the following incident description: device does not start properly. Permanent alarm.